Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not using room temperature insulin when filling the cartridge. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.